Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, the IV line separated from hub whilst in use. Additional information: the infusion that was running was pantoloc. Due to the separation, the patient had some blood loss and medication loss.